Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, one blade edge had an indentation at tip that acted as a mechanical stop for the other blade when closing. Engineering concluded the damage to blade was likely due to mishandling. Additional damage found were deep scratches on the main tube. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing a mega suturecut needle driver instrument the tips open to wide and gets stuck. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported